Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/07/2016: product analysis: the device was returned and evaluated by product analysis on 12/28/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed a related alarm. The pump successfully completed a prime sequence, bolus deliveries and 24-hour exercise test without issue or alarm.